Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was jammed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care due to unable to get the vaccines. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager did not unlock and it failed frequently and there was no beeping noise. A field service engineer replaced the micro switches inside the latch to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.